Event description:
It was reported by the distributor sales rep via voice mail that the doctor had three pts that had pelvic pain and fever post-operatively. The pts were given antibiotics and are currently fine. Add'l contact with the physician provided the following info: the physician was able to correct misinformation obtained from the sales rep. Intergel was used on 3 pts but only one had pain and fever post-operatively. The procedure was performed in 2002. It consisted of diagnostic laparoscopy and cauterization of endometrial implants followed by insertion of 300ml of intergel. On post-op day 1 the pt complained of pain, which gradually resolved in 7 days. Pt also had a fever of 100.2. Pt was treated empirically with antibiotics. No post-op wbc was performed.